Event description:
MFR's medical staff discovered an article in a 1996 edition of surgical endoscopy describing the following event. "Pt suffered closed head injuries in a motor vehicle accident. Pt underwent peg placement approx 1 month after the accident. Peg procedure was performed without complications. The t-fastener sutures were cut according to protocol 14 days after placement. Following recovery and satisfactory oral intake, the tube was removed at 4 months following insertion. 12 months later the pt presented with complications. Apparently the t-fasteners did not migrate into the stomach as designed, but instead remained in the abdominal and gastric walls resulting in infected sinus tracts following the nylon suture. Pt required deep dissection to remove the sutures. The sinuses healed without incident." Pt involved. Event date given above is estimated.